Event description:
Over the last few years I've been experiencing unexplained dizziness, pain in my left side around my ovary/tube, severe cramping and menstrual bleeding (worse than before with a lot more clotting), weight fluctuations, severe hot flashes (to the point I nearly pass out and have to lay down) and other problems that doctors say are nothing and to go home and take ibuprofen and see a counselor. I've been checked for thyroid problems, diabetes, menopause, abdominal pain, and various other problems just to be sent home saying that I'm making it up and it's all in my head. It just keeps getting worse.